Event description:
A male patient with an anatomical form suitable for endovascular therapy underwent aaa repair in 2008. The procedure went as labeled but blood leaked from the hemostatic valve of the contralateral iliac leg delivery system after the grey positioner was removed. Total hemorrhage volume is unknown. No additional procedure was performed. Patient outcome is unknown.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing the anatomical requirements, warnings, precautions, and the correct deployment procedure. Steps have been taken in an effort to reduce the occurence, and/or minimize the likely severity in the event of a valve leaking, of this failure mode in another country. Training took place throughout the month at every eligible site in another country, and concluded in 2008. The device was received in an opened and used condition to assist in this investigation. The exact cause of the difficulty encountered is unknown at this time. However, we have notified the appropriate individuals and we will continue to monitor for similar events.